Event description:
(B)(4) study. It was reported that stent thrombosis occurred. In march 2011, the subject was diagnosed with stable angina and cardiac catheterization was recommended. The index procedure was performed. Target lesion #1 was a de novo lesion located in the mid left anterior descending (lad) artery with 70 % stenosis and was 10 mm long with a reference vessel diameter of 3 mm. The physician treated the lesion with pre-dilatation and placement of a 2.75 mm x 32 mm taxus liberte stent. Following post dilatation, residual stenosis was 0 %. One day post procedure the subject was discharged on aspirin and prasugrel. In (B)(6) 2013 the subject was diagnosed with angina and was hospitalized. At the time of event the subject was taking aspirin and clopidogrel. Study drug was last taken in 2012. The 90% stent thrombosis was noted in mid left anterior descending (lad) artery extending till 1st diagonal branch segment. Target vessel revascularization was performed. The event was considered resolved with residual effects and the subject was discharged.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Previously, it was reported that in (B)(6) 2013, stent thrombosis occurred, now it is reported that in-stent restenosis occurred and was treated with coronary artery bypass graft (CABG) from left internal mammary artery (lima) to mid left anterior descending artery (lad). It was further reported that the jailing in the 1st diagonal was due to study stent in mid lad.

Event description:
It was further reported that three days post coronary angioplasty bypass graft (CABG), the patient was discharged on aspirin and clopidogrel and was planned for an outpatient treatment in the near future. Thirteen days after discharge, the patient presented for the planned treatment. Previously it was reported that the 99% stenosis in proximal left anterior descending (lad) artery extending up to first diagonal (d1) were treated, now it is reported that only the proximal lad was treated with balloon angioplasty and placement of a 3.0 x 18 mm non bsc stent. No intervention was performed in the d1. It was also confirmed that no stent thrombosis was noted in any of the study devices.

Manufacturer narrative:
Describe event or problem, other relevant history and patient codes updated. (B)(4).

Event description:
It was further reported that in (B)(6) 2013, the patient presented with dyspnea. In addition, the 99% stenosis in proximal left anterior descending (lad) extending up to first diagonal was treated with placement of an unspecified drug eluting stent, with 0% residual stenosis.

Manufacturer narrative:
Describe event or problem, relevant tests/lab data updated. (B)(4).

Event description:
It was further reported that in (B)(6) 2012, 1st diagonal was treated with placement of 2.5 x 16 mm promus element stent. In (B)(6) 2013, the subject presented with chest pain and was diagnosed with stent thrombosis and was hospitalized on the same day. Cardiac catheterization was recommended.